Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2017 with blood glucose of 29 mg/dl at the time of the incident. The customer was at 158 mg/dl at the time of the call. The customer was given food, glucagon shots, juice, and intravenous fluids to treat. The customer experienced symptoms such as belligerence. The customer was wearing the insulin pump during the incident. Troubleshooting was completed. The customer has been having issues since they got the pump and it has either over or under delivered insulin. The customer has received no delivery errors. The customer had another low incident of 39 mg/dl on (B)(6) 2017 and other lows of 61, 53, and 79 mg/dl since (B)(6) 2017. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Evaluated one open/used reservoir. Inspected reservoir, snap-cap, and septum for anomalies. None were found. Ran occlusion test per (B)(4) as follows: reservoirs filled with diluent, and connected to a new infusion set. Installed reservoir and connector into a pump. Performed pump manual prime, visual fluid flow through infusion set and out catheter tip. Conclusion: reservoir not occluded.